Event description:
(B)(4). Severe left hip and leg pain accompanied by numbness in my right thigh.

Event description:
(B)(4). I have surgery scheduled for (B)(6) 2017 for a hysterectomy due to the side effects from this device.